Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
During posterior cervical laminectomy surgery the distal tip on the kerrison broke. X-ray was performed to locate the piece. Piece was not located. Surgery was delayed by 1/2 to 1 hour. No patient injury reported.

Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. The broken off tip is missing. Additionally we mad a visual inspection of the fracture surface. The main part of the bone punch shows visible damage. Additionally the slider of the bone punch shows visible damage too. Furthermore we found brown discolorations. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. The root cause of the problem is most probably usage related. According to the quality standard and DHR files a material defect and production error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. This kind of instrument is designed for delicate use only. We assume a mechanical overload situation as the causal factor. We also assume that the descoloration are unknown residues. No CAPA is necessary.